Manufacturer narrative:
(B)(4). B4: date of this report - additional information. B5: event or problem description - additional information. D9: device availability - additional information. H2: additional information, device evaluation. H3: device evaluated, evaluation summary attached. H6: adverse event problem codes - additional information.

Event description:
Subsequent to the initial MDR, additional information became available: the product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed with 0 voltage. A review of the share log was performed and the allegation was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.